Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 269, 168 and 176 mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl and expected pm fasting blood glucose test result is <150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had gone to the hospital on 07/26/2024 due to the high blood glucose test result obtained of 269 mg/dl pm non-fasting. Customer's blood glucose test result when at the hospital had been 103 mg/dl non-fasting. Customer had not received any medical treatment and had been discharged the same night; customer had been advised to obtain a new meter. During the call, a blood test was performed by the customer am fasting and produced test result of 171 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/28/2025 and customer was unsure of when the test strips had been opened. The meter memory was reviewed for previous test result history (only 2 results provided, customer had difficulty reading the meter memory): result 1: 168 mg/dl date: 07-29 time: 08:50 am fasting result 2: 176 mg/dl date: unknown time: 09:16 pm fasting.